Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while the ilet briefly did not display glucose values, with the device showing 49 mg/dl before display loss and a concurrent fingerstick and dexcom g7 value of 56 mg/dl; the ilet later resumed displaying values and issued a low glucose alert. Symptoms included none reported. Outcomes included self-treatment using oral glucose per the rule of 15, recovery to 70 mg/dl during the call, no need for outside assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding potential transient bluetooth interruption and confirmation that internet connectivity and weather were not causal. Investigation of this case revealed a transient communication/display interruption with subsequent restoration of cgm data on the ilet, while the dexcom g7 app continued to display values. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.